Event description:
Prior to a thyroidectomy procedure, the applier was broken. One of the two jaws were bent. The surgeon used another like device to complete the case. There were no adverse consequences to the patient. One device returning.